Event description:
Pt reported as "admitted myself to the ER. Pt was dehydrated and ivs were started. Fluoroscopy indicated that pt was totally restricted. Surgeon performed surgery to reposition the band thinking it had slipped. He was not able to reposition the band and removed it". Follow up findings from the explanting surgeon's operative reprot notes "preoperative diagnosis: slipped band. Postoperative diagnosis: malpositioned lap band. The band itself was sitting at almost horizontal position...no slippage... No dissection of the angle of his was identified whatsoever."